Manufacturer narrative:
The reported events of unacceptable thresholds and failure to advance stylet were not confirmed. A complete lead was returned in one piece with a stylet fully inserted inside the lead, confirmed by x-ray examination. Visual inspection found that the helix was retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture while the right atrial (ra) lead exhibited high capture threshold. Additionally, the rv lead helix failed to retract while the ra lead failed to have the stylet advanced inside during revision. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.